Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on initializing devices and it was noticed that the refrigerator was turning off and on due to power issues. A field service engineer (fse) powered off the station and the refrigerator, replaced the battery, and cleaned the dust from the refrigerator hardware area. The backup battery was turned on, the refrigerator was powered back on, and the station was subsequently turned on and functionality was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.